Event description:
The patient reported, that her infusion device displayed 77 on the display screen and was beeping continuously. The patient reported that the power packs had been in use for over a month. The patient was aware of the power pack recall and the requirement to change the power pack every 2 weeks. The patient reported, that she replaced the power pack and the device functioned correctly. The patient did not report requiring any assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.